Manufacturer narrative:
The lcd which part of the user interface assembly was returned to the manufacturer for failure investigation. Customer complaint verified. The root cause is a failure of the lcd assembly.

Manufacturer narrative:
The customer reported the display was still dim after replacement of the new power management board. The field service engineer (fse) confirmed the reported failure. The fse replaced the liquid crystal display (lcd) assembly with a second generation to resolve the reported issue. The (fse) also identified cooling fan guard, base assembly, central processing unit (cpu) tray were damaged where the unit mounts the cart. The (fse) found the navigation ring on the front bezel was not working. The (fse) replaced the fan guard and worn fan isolation mounts to resolve the fan guard issue; the base assembly, (cpu) cover, and thumbwheels were replaced to resolve the damaged issues where the unit mounts the cart; and the front bezel was replaced to resolve the navigation ring not working.

Manufacturer narrative:
G4:07jan2021. B4:08jan2021. The field service engineer (fse) confirmed the reported failure and duplicated the issue. The (fse) replaced the printed circuit board assembly (pcba) board to resolve the issue. Following the repair, the device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported the screen is too dim to read. The unit was not in use, and there was no patient or user harm reported.